Manufacturer narrative:
Additional information: h6. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified number of flexicap disconnect caps were received by the customer damaged. This was further described as ¿the boxes were open and the flexicaps were exposed¿. This was identified before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.